Event description:
Reports of accufuser lines breaking including two in which the catheter tip broke off in the patient with reporter comments: accufuser broke and piece still in pt, rn found the catheter broken off when she went to remove the catheter, approx. 6cm still left in patient; rn went in room to remove accufuser, found the line was already broken a short distance past coil on skin, did not have black tip, there was still part of catheter in back.what was the original intended procedure?pain control.device #1is this a laboratory device or laboratory test?no.